Event description:
It was reported the device was used during a low anterior resection. It was reported that the staple line was leaking. The case was completed by oversewing the staple line. No further info on the consequence of the pt.